Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev0112 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that doctor open set, find out hair inside. It was stated the customer changed the catheter. No other information was provided.

Event description:
It was reported that doctor open set, find out hair inside. It was stated the customer changed the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair within the catheter tray was confirmed; however, the root cause was not identified. The product returned for evaluation was one 2fr s/l per-q-cath catheter tray. The packaging was received opened. A hair-like fiber was observed adhered to the inner tray tyvek backing. Microscopic inspection of the fiber confirmed that it appeared consistent with hair. A clear adhesive appeared to have been applied to bond the hair to the packaging. While an apparent hair was observed within the catheter packaging, the opened state of the packaging prevented determination of when/how the hair was deposited within the packaging. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.